Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by the physician who reported that this patient was seen in-clinic because the device delivered shock therapy. The device was interrogated and some type of high energy shock fault was displayed. Additionally, the right ventricular (rv) pacing thresholds and pacing impedances had increased. A review of the device's arrhythmia logbook found that the patient had developed ventricular fibrillation (vf) which was successfully terminated by the device. Stored data was sent to ts for review. The data was evaluated by in-house engineering which confirmed that a shorted lead shock fault had occurred following an initial shock delivery for vf during an episode that occurred in late-july. A second shock terminated the spontaneous arrhythmia and the recorded shock impedance measurement was normal. The patient was presented to the electrophysiology (ep) laboratory due to a shorted lead shock fault. Additionally, the rv pacing impedance had increased to greater than 2000 ohms. A replacement device and rv defibrillation lead were successfully implanted.

Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Manufacturer narrative:
Visual inspection of the external casing identified two arc marks on the back edge of the casing. The device was successfully interrogated and was found with a monitoring voltage of 2.86 volts with a battery status indicator of middle-of-life 1(mol1). A review of stored data confirmed that a less than 20 ohm shock impedance was recorded following shock delivery. Within the same episode, a normal shock impedance (36 ohms) was recorded following delivery of the second shock therapy. Extensive testing found that the high voltage circuitry of this device was intact. The device performed normally throughout laboratory testing.